Event description:
Caretaker alleges that lift 9805 appears to tip. Patient per caretaker does not exceed weight limit. Called in to order chains for same. Comment was made by caretaker that an incident happened (B)(6) 2011 the patient slipped out of the sling and they had to call the paramedics. Caretaker stated there was no bruising or anything because she broke her fall. They have had the lift since 2002. No injury is alleged.